Event description:
A customer reported: "I was issued a tube of medihoney from k. Urgent care when I had a knee wound that needed the application. I kept the tube, figuring it hadn¿t expired. I got a cut on my hand and tried to use the product, and it was brown instead of yellow. I realized the cap of the tube keeps turning, as though the tube itself is separated from the nozzle. The expiration date is 2026-07-01." Additional information: what was the date of the first application to your knee wound? "5 mar 2025" was the medihoney only used for one time? "It was used until the wound closed. I found out it was a broken tube when I decided to try and use it on a wound I got on my hand recently. The gel is a dark brown (not yellow, like it was originally)." Did a healthcare professional apply the product, or did you apply it yourself at home? "The first time, they applied it at urgent care, but they told me how to apply it at home."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.